Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown/ not provided. Asku. Date of event: unknown, not provided. Best estimate of date of event is between oct 3, 2022 and dec. 5, 2022. If explanted, give date: unknown/not provided. The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient needed different diopter intraocular lens (iol) hence lens was explanted. There was no incision enlargement, vitrectomy or sutures done. Patient doing well post-op and no injury reported. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb. 13, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the suspect lens was received cut in half and coated in viscoelastic residue. The lens was cleaned and inspected under magnification and scratches were observed on the surface of the lens. Lens damage was also observed on the lens around the haptic. No further issues were identified. The complaint issue "explant" and ¿unexpected postop refraction¿ was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: further information received that eye affected was left eye. There was refractive surprise and the patient was left more myopic than aimed for, patient was unhappy with blurred vision for distance, patient is a truck driver and needs distance. Patient opted for a non-johnson and johnson iol to decrease astigmatism and maintain intermediate vision than with toric iol. Date of event noted to be (B)(6) 2022. Explant date (B)(6) 2022. Patient age: 49 yrs. Old, weight:160 lbs. Doctor's name: (B)(6). Fields below updated: section a2 and a4: 49 yrs. Old, 160 lbs. Section b2: date of event: (B)(6) 2022. Section d6b: if explanted: give date: (B)(6) 2022. Section e1: complaint reporter first and last name: dr. (B)(6). Section e2: healthcare professional: yes. Section e3: occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.